Manufacturer narrative:
The device was received for evaluation in wet condition with twist clamp in closed position. Visual inspection by naked eye observed a hole in the tubing between the occluder feet and beneath the twist clamp. The reported condition of leak was verified. There was no indication of any materials that may have caused the hole. The cause of the leak was due to the hole in the tubing. The cause of the condition of hole in the tubing could not be determined. However, it is possible the tubing had been pulled while twist clamp was in a closed position. No other issues were identified during the evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced leaking from a transfer set. It was further reported the transfer set "had leaks around the white section of the transfer set, which is the part closest to the catheter" and "leak was below the white twist clamp when opened." The patient experienced peritonitis and was hospitalized for one night. The cause of the peritonitis was not reported. The patient was treated with vancomycin (dose and route was not reported, is currently on the "last dose"). The patient was reported to have recovered from the peritonitis. Action taken with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.